Manufacturer narrative:
Concomitant medical products: logic cc femoral size 3, right (cat# 02-010-06-0330). Lgc tibial fit tray cem sz 3f / 2t (cat# 02-012-45-3020). Logic stem ext 20mm x 80mm (cat# 02-012-60-2080). Advanced patella 32mm 3 peg implant (cat# 200-07-32). Metaphyseal tibial cone, ml32mm (cat# 02-012-66-2000). Tibial stem ext. Screw (cat# 204-70-00). Cc distal fem augment sz 3, 10mm (cat# 208-06-03). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately one year post initial tka, the 62 y/o female patient experienced inflammation with pain and stiffness, moderate knee effusion. Patient had a joint aspiration on (B)(6) 2020 and the event was resolved. This event report was received through clinical data collection activities.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study, approximately one year post initial tka for osteoarthritis, the 62 y/o underweight female patient experienced inflammation with pain and stiffness, and moderate knee effusion. Patient had a joint aspiration on (B)(6) 2020 and the event was resolved. The this event report was received through clinical data collection activities. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.